Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA,

Event description:
Customer reportedly received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 600 mg/dl (aviva) and 240 mg/dl (hospital meter). No adverse event reported. Return of the suspect device was requested for evaluation.